Event description:
From december 7/96 symptoms of fatigue, dizziness, difficulty concentrating and muscle weakness. From may 20/97 all above symptoms increased severely plus tremors, panic attacks & sleep problems. Could not work for 10 days with a very slow recovery. At present still suffering unusual fatigue, dizziness, muscle weakness, sleep difficulties & mental fog.